Event description:
It was reported that an unspecified number of pen ndl 32g 4mm 100bx 1200 USA were unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that nothing comes out of pen needle during injection. Verbatim: consumer reported having pen needles in current box that jam up during her injection. Stated no medication comes out and she then has to use a second needle. Consumer does not prime before every injection. Stated this has been an ongoing issue but happened again this morning and so she had to use 2 pen needles to complete her injection.".

Manufacturer narrative:
Investigation summary : no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm 100bx 1200 USA were unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that nothing comes out of pen needle during injection. Verbatim: consumer reported having pen needles in current box that jam up during her injection. Stated no medication comes out and she then has to use a second needle. Consumer does not prime before every injection. Stated this has been an ongoing issue but happened again this morning and so she had to use 2 pen needles to complete her injection."